Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was random beeping. Customer¿s blood glucose was 157 mg/dl. Customer was assisted with troubleshooting. Customer stated that they were unsure that the buttons pressed or accidentally pressed. Customer reports the notification light did not blinking. Customer states there were nothing nearby that beeps. The device will not be returned for analysis.